Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of a transfer set disconnected from the titanium adaptor. This occurred during peritoneal dialysis therapy at the patient¿s home. Subsequently, the patient visited the hospital in order to have the transfer set changed to a new one. There was no allegation against the titanium adaptor and it was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was evaluated. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including leak, clear passage, clamp function and integrity (connection) tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.